Manufacturer narrative:
Engineering investigation: a full review of the imaging provided and the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. Balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the images provided and the passing results of the device history records atrium medical can find no fault with the device in question. It would appear that the original placement of the right renal fenestration ring of the endograft at the point of the right renal artery was not optimal. This misalignment contributed to the deformation of the stent upon initial deployment. Clinical evaluation: if an endovascular graft is not secured adequately with the fixation barbs it may migrate resulting in compression of the stents protecting the renal and other arteries coming off the aortic graft. This in turn may result in thrombus formation, ischemia, vascular occlusion and pain. A stent can become an obstruction in a vessel if it is not positioned properly prior to deployment. Two radiopaque marker bands indicate the dilating section of the balloon and aid in stent positioning during fluoroscopy. The instructions for use (IFU) state that prior to stent expansion, utilize high resolution fluoroscopy to verify the stent has not been damaged or dislodged during positioning. The IFU also states complications and adverse events can occur when using any endoluminal device. These include, but are not limited to: endoprosthesis misplacement, endoprosthesis migration, infection, septic shock, endoprosthesis occlusion, perforation or hemorrhage, and death.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that 195 days post procedure compression and occlusion of the stent was noted at the right renal and thrombus was noted in the right iliac limb resulting in a secondary procedure.